Event description:
The account alleged the head section is drifting down on the bed.

Manufacturer narrative:
Tech support instructed the account to replace the head down valve or the CPR valve. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.